Event description:
Subject ID: (B)(6) / clinical study ID: advantage af pf106. Index pulse field ablation procedure was completed on (B)(6) 2024 involving a farawave catheter. It was reported that a patient experienced an atrial tachycardia. The patient was present in office with a noted atrial tachycardia visualized on an electrogram. Sotalol was indicated to be restarted. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. Re-ablation procedure with an unspecified commercial catheter was also performed on (B)(6) 2024. As the event occurred post index procedure the device is not expect to returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Subject ID: (B)(6). Clinical study ID (B)(6). Index pulse field ablation procedure was completed on (B)(6) 2024 involving a farawave catheter. It was reported that a patient experienced an atrial tachycardia. The patient was present in office with a noted atrial tachycardia visualized on an electrogram. Sotalol was indicated to be restarted. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. Re-ablation procedure with an unspecified commercial catheter was also performed on (B)(6) 2024. As the event occurred post index procedure the device is not expect to returned for analysis. It was further reported that the event was resolved on (B)(6) 2024.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Subject ID: (B)(6) / clinical study ID: advantage af (B)(4) index pulse field ablation procedure was completed on (B)(6) 2024 involving a farawave catheter. It was reported that a patient experienced an atrial tachycardia. The patient was present in office with a noted atrial tachycardia visualized on an electrogram. Sotalol was indicated to be restarted. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. Re-ablation procedure with an unspecified commercial catheter was also performed on (B)(6) 2024. As the event occurred post index procedure the device is not expect to return for analysis.

Manufacturer narrative:
Initial reporter information updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.